Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. During the explant procedure, this lead was damaged and discarded by the facility. As of this date, no revision procedure has been performed.